Manufacturer narrative:
Date of event is estimated. Further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
It was reported that the patient last charge the ipg about a year ago. As a result, the ipg became inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted.